Manufacturer narrative:
One certain® low profile one-piece abutment 4.1mm(d) x 4mm(h) (ilpc444u) and one certain® low profile 17° abutment 3.4mm(d) x 2mm(h) (ilpac3217) were returned for investigation. Ilpc342u was also returned and evaluated without any malfunction, processed as an associated item and as such will not be investigated further. Visual evaluation of the as reported/returned products identified that they were fractured around the screw threads. Functional testing was not performed due to the nature of the devices and reported event. Pre-existing condition noted on the per was moderate bone density ¿ type ii. Tooth locations for all three returned devices were reported as #3, 5 & 7 (fdi). Placement period is 2 years. X-ray or picture images were not provided by the customer. Appropriate documentation was reviewed. DHR review could not be performed since the lot numbers were not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the ilpc444u & ilpac3217 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Date of event unknown / not provided.

Event description:
It was reported that the multi-unit abutments on # 5 fractured. No information in the patients chart indicated implant fracture. Symptoms as a result of the event: pain & inflammation.

Manufacturer narrative:
The following sections have been updated: b4: date of this report d1: brand name d4: catalog number d9: device availability g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.